Manufacturer narrative:
Concomitant medical products: addrl1 ipg, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the right atrial lead (ra) displayed an increase in thresholds and they were high. It was also reported the right ventricular lead (rv) impedance ¿jumped,¿ it was high, the thresholds were unstable, as well as, high. Re-programming was performed, the leads were removed, replaced, and no patient complications have been reported as a result of this event.